Event description:
Fifty days after index procedure pt underwent a percutaneous coronary angioplasty of the target vessel and angioplasty of a new lesion. A report was received from the study indicating that the pt underwent stenting of a lesion in the proximal right coronary artery. The bare metal stent was deployed at 14 atmospheres. The target lesion was described as abrupt chronic total occlusion without calcification or thrombus and controlateral collaterals present. A visual assessment of the reference vessel diameter was reported to be 3.0mm. Post stent implant the lesion presented more than 30% stent stenosis and timi iii flow. The pt was on an antiplalet regimen and was complaint; however, fifty days after index procedure pt underwent a percutaneous coronary angioplasty of the target vessel and angioplasty of a new lesion. During the eight month follow up the pt was asymptomatic.

Manufacturer narrative:
The product is not available for eval, as it remains implanted; add'l info will be submitted within 30 days upon receipt. This device is distributed outside of the united states; however, it is similar to the coronary sds/stents distributed in the united states.